Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that when she presses the scroll down button, it just scrolls all the way down. Customer stated that some of the buttons don't seem to work or respond. Customer's blood glucose was 188 mg/dl at the time of the incident. Customer stated that the entire keypad does not respond as it should. Customer was wearing the pump next to her body and she was a little sweaty. Customer removed the battery and the pump worked for a little bit. Customer stated that she does have some cracks on the pump from all 4 corners of the main face to the back of the pump. Customer also had some stress fractures. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.